Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4), lot #268980. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis (left), and a mentor smooth round moderate profile 525cc saline prosthesis (right). On (B)(6) 2016 the patient experienced left sided deflation. On (B)(6) 2018 right sided deflation was diagnosed through a physical examination with a physician. As a result, replacement with mentor gel implants was performed on(B)(6) 2018. (See 1645337-2018-03457 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) of lot number 5544729 was reviewed on 6/19/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/25/2018. The explant date was changed to (B)(6) 2018. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/16/2018. Device evaluation summary: it was reported that a 61-year-old caucasian female underwent breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis (left), and a mentor smooth round moderate profile 525cc saline prosthesis (right). On (B)(6) 2016 the patient experienced left sided deflation. On (B)(6) 2018 right sided deflation was diagnosed through a physical examination with a physician. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. White material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed creases on both views. A rent was discovered within one of the creases on the anterior view measuring 1.0 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device, such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).